Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician decided to use a better battery since the old one flipped. The patient was doing well postoperatively. Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint of charging difficulty was not verified. Upon receiving the ipg was in hibernation, and it would not be linked. The ipg was successfully charged to full capacity in one cycle. However, the device database showed low charge current and frequent interrupts during the implant period, which were the typical symptoms caused by ipg shifting or changes in depth. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The pocket site was tender to touch and had some swelling. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Date of event: 2009.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The pocket site was tender to touch and had some swelling. The patient will undergo an ipg replacement procedure.